Event description:
The customer reported via phone call that she experience defective infusion sets. The customer kept receiving the no delivery alarm while priming the tubing as well even after changing both the infusion set and reservoir three times. The customer's blood glucose was 98 mg/dl. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer was advised that the infusion sets and reservoirs would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.